Event description:
Procedure type: inguinal hernia repair. According to the reporter: when closing the pt the needle broke apart. One small piece remained in the pt tissue. No size given. All other pieces of the needle were recovered and removed and destroyed by the hospital. Doctor stated that it was best to leave the small piece in the pt then to do additional search. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No MFR's reinforcement materials were used during the case. The pt was discharged from the hospital.

Manufacturer narrative:
(B)(4).